Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer stated that the pump was not dropped or bumped prior to the alarm. Customer stated that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.